Event description:
General report received of an unspecified number of undocumented incidents of device breakage; subsequently leaks were noted. The tubing sets were being used to deliver parenteral glucose-electrolyte solutions of glucose 10% (10 g/100 ml), protein 2.8 g/100 ml, divergent electrolytes, or glucose 15% (15 g/100 ml) at unspecified rates, via a pump. After unspecified lengths of time, the customer contact reported that the t-connectors of the tubing sets were broken and leaked. It was reported that an unspecified volume of solution leaked from the tubing sets. No specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.